Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was not available for evaluation; however, the customer did return an unused sample from the same lot. A visual inspection, functional testing, clear passage testing and pressure testing were performed. The device was found to function as designed. No malfunctions or abnormalities were identified during the evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink catheter extension set would not connect. It is unspecified at what step this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.